Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump turned off without a command or alert. Customer reported that troubleshooting was performed. The alarm history was reviewed and there was no alarm referring the battery. Insulin pump was not bumped or dropped. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.